Manufacturer narrative:
Additional patient¿s identifier: (B)(6) . Date of event is unknown. Additional device product code: ktt. (B)(4). Complainant device is not expected to be returned for manufacturer. Review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a one (1) plate and twelve (12) screws were removed from a patient¿s femur and she underwent a total knee replacement on (B)(6) 2017. The initial surgery was conducted on (B)(6) 2016 to treat a right distal femur fracture and one (1) plate and twelve (12) screws construct was implanted in the patient. As per the surgeon, the patient had a very badly broken distal femur initially and had developed post-traumatic arthritis due to the same, thus needing a total knee replacement. The plate and all screws were removed intact. The procedure of removal of initial implant construct and total knee replacement was conducted successfully without any complications and there was no reported surgical delay. This report is for one (1) 4.5mm cortex screw self-tapping 32mm. This is report 7 of 13 for complaint (B)(4).